Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan. It was noted that a previous attempt to schedule a MRI scan in (B)(6) 2022 was considered off-label because the right atrial (ra) lead was programmed to unipolar. Review of remote monitoring data revealed there was a lead safety switch (lss) in (B)(6) 2022 due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Review of stored episodes revealed noise with oversensing prior to the lss. The ra lead remains programmed to unipolar sensing/pacing, and many atrial tachy response (atr) episodes have been stored with myopotential noise since then. The physician decided to continue with the off-label MRI scan; the plan was to turn off the ra lead and place the device in voo for the MRI scan. Ts recommended further ra lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan. It was noted that a previous attempt to schedule a MRI scan in (B)(6) 2022 was considered off-label because the right atrial (ra) lead was programmed to unipolar. Review of remote monitoring data revealed there was a lead safety switch (lss) in (B)(6) 2022 due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Review of stored episodes revealed noise with oversensing prior to the lss. The ra lead remains programmed to unipolar sensing/pacing, and many atrial tachy response (atr) episodes have been stored with myopotential noise since then. The physician decided to continue with the off-label MRI scan; the plan was to turn off the ra lead and place the device in voo for the MRI scan. Ts recommended further ra lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.